Event description:
It was reported that the introducer sheath was removed via surgery occurred. Procedure summary: vascular access was obtained via a transfemoral approach. The severely calcified native aortic annulus was 21.9mm in diameter and mildly tortuous. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 18mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve opened normally with deployment. The small size acurate neo2 valve was successfully implanted to treat the native aortic annulus. During withdrawal of the acurate neo2 tf ds, the acurate neo2 tf ds interacted with the tip of the 14f isleeve introducer sheath and the acurate neo2 tf ds was unable to be withdrawn through the 14f isleeve introducer sheath. The patient was transferred to the operating room where the physician performed a cut-down to remove the acurate neo2 tf ds and the 14f isleeve as one system. Patient status: the patient is hemodynamically stable, and recovering in the ICU.

Event description:
It was reported that the introducer sheath was removed via surgery occurred. Procedure summary vascular access was obtained via a transfemoral approach. The severely calcified native aortic annulus was 21.9mm in diameter and mildly tortuous. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 18mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve opened normally with deployment. The small size acurate neo2 valve was successfully implanted to treat the native aortic annulus. During withdrawal of the acurate neo2 tf ds, the acurate neo2 tf ds interacted with the tip of the 14f isleeve introducer sheath and the acurate neo2 tf ds was unable to be withdrawn through the 14f isleeve introducer sheath. The patient was transferred to the operating room where the physician performed a cut-down to remove the acurate neo2 tf ds and the 14f isleeve as one system. Patient status the patient is hemodynamically stable, and recovering in the ICU. It was further reported that there were no further patient complications as a result of this event, and the patient fully recovered and was discharged.

Manufacturer narrative:
Device technical analysis: the 14f isleeve introducer sheath was returned without the dilator. Visual and microscopic analysis of the 14f isleeve introducer sheath determined that all seams had expanded. Seam one had expanded from the tip of the sheath to approximately 21.5cm. Seam two had expanded from the tip of the sheath to approximately 21cm. Seam three had expanded from approximately 0.5cm to 21cm. All seams expanded along the seam lines and are consistent with device use. In addition to the expanded seams, tip damages and kinks were observed. The tip had torn in two places along the seam lines. The tip damages noted were consistent with device use. There were multiple kinks along the sheath, and it appeared as though it had buckled. Procedural angiographic media was provided to aid in the investigation and was reviewed by a bsc engineer. The media comprised of multiple pieces of procedural media. The provided media showed the acurate neo2 transfemoral (tf) delivery system (ds) protruding from the 14f isleeve introducer sheath. The 14f isleeve introducer sheath had an accordion-like buckling damage along the sheath. Although unusual, buckling damage can be caused by patient anatomy or interaction with other devices. Furthermore, it was undetermined if whether the 14f isleeve introducer sheath had the accordion-like buckled damage present during the procedure. If present during the procedure, it is most likely what caused the difficulty to withdraw. The buckling damage could also have been a result of the attempt to remove the acurate neo2 tf ds after the interaction between the ds and the 14f isleeve introducer sheath.